Event description:
Erratic result of immulite 2500 stat troponin assay was obtained on a patient sample. Initial result indicated high positive result. The sample was repeated with negative result. Another repeat was run on the sample with positive result. The results were not reported to the physician. There was no patient treatment altered and no report of adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error and suspected that fibrin in the sample may have caused the discrepant result. No further evaluation of the device is required. The instrument is performing within specifications.